Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient's right coronary artery. The physician then inflated the occlusion balloon to occlude the vessel. Before the physician was able to perform intervention on the vessel. The physician noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case.